Event description:
It was reported that the patient was having pain at the implantable pulse generator (ipg) site and was having inadequate pain relief. It was also stated that the ipg was not holding a charge. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.